Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient felt the ins move in the pocket occasionally since implant. It was also reported that the patient started having difficulty recharging the ins starting roughly a month ago. When the manufacturer representative met with the patient, the ins was completely dead. The manufacturer representative had difficulty connecting to the ins with the antenna and used the ant enna locate feature to locate the best place for recharging. The manufacturer representative was able to charge and ins and turn the stimulation back on for the patient. No symptoms or complications were reported.